Event description:
It was reported to tyco healthcare/kendall on may 30, 2008 that a customer had a problem with a magellan safety needle. Customer reported that a phlebotomist was drawing blood and as she removed the device from the vein, the needle remained in the vein and completely detached from the rest of the device. It appeared to have slipped off of the device and not "break" off. Per sales rep, the phlebotomist was able to remove the needle immediately with their hands and neither the pt nor the phlebotomist were injured.

Manufacturer narrative:
(B) (4). An investigation is under way. Upon completion, the results will be forwarded.